Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ophthalmic artery segment. The max diameter was 8.6mm, and the neck diameter was 6.2mm. The patient's vessel tortuosity was severe. The landing zone was 3.6mm distal and 4.3mm proximal. The access vessel was the femoral artery, which was 6mm in diameter. Dual antiplatelet treatment was administered, and the pru level was 150. It was reported that the pipeline could not be opened at the turning point of the blood vessel. After several attempts, it still could not be opened. More than 50% of the pipeline had been deployed, and the pipeline was not positioned in a bend when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps were taken to open the device. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed vascular patency. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a 6f long sheath, navien 5f guide catheter, and a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #279767629:equipment used: video inspection system (m-81850), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev f as found condition: the pipeline flex device and phenom-27 micro catheter were returned for analysis within a shipping box within two various plastic biohazard pouches. The pipeline flex braid was already deployed and returned within the same biohazard pouch. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub. The phenom-27 micro catheter was found kinked at ~3.2cm from the distal end. No damages or irregularities were found with the distal tip or marker band. The hypotube was found stretched with the ptfe shrink tubing still intact. No damages were found with the proximal bumper, re-sheathing pad or the pad restraint. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. One braid end was found fully opened, damaged, and frayed. The other braid end was found tapered, damaged, and frayed. The middle braid was found fully opened and undamaged. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~158.9 and the usable length was measured to be ~152.4cm, which is within specification (specification: total (ref) = 156.5cm, usable = 150cm ± 5cm). Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle section (hourglass shape)¿ could not be confirmed. Possible causes for incomplete open during the procedure are patient vessel tortuosity, damaged braid, braid improperly size to anatomy, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported device was resheathed 2 times or less, all devices were prepared and flushed per IFU, and patient vessel tortuosity as severe. It is likely the severe vessel tortuosity contributed towards the failure to open. Customer reported pipeline could not be opened at the turning point of the blood vessel; but also reported pipeline was not positioned in a vessel bend. The hypotube was found stretched, indicative of retracting device against resistance. Ngod10 2022-08-18 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.